Manufacturer narrative:
Based on the information reviewed, there is no indication of a product deficiency directly related to the reported adverse event. The potential root cause of this complication is related to device being mal-positioned deep in the myometrium but without a full thickness perforation at the time of the uit, which in turn allowed for it to pass. Under this scenario a transmural burn with or without formation of a mechanical perforation is possible and may result in unintended thermal effect on the organs of the viscera. The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. A device history review was performed, the handpieces met all qa specifications prior to being released, including adequate sterilization. Uterine perforations are known complications of an endometrial ablation procedure. Complications associated with perforations are addressed in the warning and caution sections of the operator's manual and instructions for use, including the statements: · use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. · activation of the minerva disposable handpiece in the setting of a uterine perforation is likely to result in serious patient injury. · excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. · although designed to detect a perforation of the uterine wall, this test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used. Post-treatment, any patient-reporting signs/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay. · as with all endometrial ablation procedures, serious injury or death can occur, including but not limited to, infection and injury to adjacent tissue, such as bowel, bladder, vagina, vulva, and/or perineum.

Event description:
It was reported on 12/15/23 the physician performed a laparoscopic tubal ligation and a minerva endometrial ablation in a 43-year-old patient suffering from aub (e). Following the ablation, a diagnostic hysteroscopy was repeated and revealed presence of a uterine wall defect in the fundal region. Diagnostic laparoscopy was performed using the points of entry used during the laparoscopic tubal ligation. A fundal perforation with blanching around it was confirmed. A general surgeon was invited into the operating room and identified evidence of unintended thermal effect. Small bowel resection and end-to-end anastomosis were performed. After an uncomplicated post-operative course, the patient fully recovered and was discharged on (B)(6) 2023.